Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d9. The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was discovered that the water supply pipes had not been disinfected for two years. Therefore, the standard disinfection procedures may have been inadequate. This incident was not caused by olympus's handling or insufficient explanation, but by deviation from the IFU. The event can be detected/prevented by following the instructions for use which state: the event 1 is preventable by handling device in accordance with the following IFU. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited suspicion of not disinfecting water supply pipeline for 2 years. The issue occurred during reprocessing. There were no reports of patient involvement.